Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was noted as first experiencing redness of the back on (B)(6) 2016. As a result bactrim and a lumbar magnetic resonance image (MRI) were ordered. The cause of the redness may be due to pressure area while patient was in bed. Patient is obese and in long term care. No problems with the refill or pump were identified. It was speculated that the patient may have received a little too much medication when the pump stopped or restarted during/after MRI. Hcp asserts that it is more likely an underlying issue. Hcp said it is easy to blame the pump, but there has been no connection identified with patient period of decreased level of consciousness. Patient's daughter feels the pump caused the level of consciousness and made her opinion known to the physician. The hcp feels that due to this, the real reason may not be tested for. A brain computer tomography (CT) scan was performed and the results were negative. An abdomen CT also was done which ruled out spinal abscess. Blood cultures were negative. Thyroid and cardiac profiles were not conclusive. Wound care was followed up with a special rotation mattress. Level of consciousness improved over two days of hospitalization. Patient's daughter states that the patient is no longer taking seroquel. This may or may not have contributed to episode. Kidney and liver function were not evaluated. As an intervention the physician reviewed the refill and verified new medicine was injected into pain pump as well as verifying the programming. The patient has a history of periods of decreased levels of consciousness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient had a pump refill with no changes made to the concentration or dose and at the pump refill the physician was told by the patient/family that patient's back was red so they went right in to do an MRI. Post MRI the patient was somnolent so the patient was taken to the ER (emergency room) and narcan was given. The pump did stall and recover related to the MRI. Per the reporter her team mate was at the case but at this time they do not know what the patient's current status was. The physician stated he thought he had heard that the motor could "spin" prior to stalling when being exposed to the mr scanner which could cause drug overinfusion. Per another reporter the patient was admitted to the hospital due to the somnolence and mental status changes/issues that occurred post MRI yesterday. The stall and recovery coincided with the MRI (stall (B)(6) 2016 @ 1436 and recovery @ 1556). The pump refill occurred yesterday (B)(6) 2016 @ 1419 and the previous pump refill was (B)(6) 2016. The patient still appears somnolent today but responds verbally and tactfully to questions asked of her per the reporter. The reporter did not know if the patient took any medications prior to the MRI but was told by a healthcare provider that the patient had experienced the same type of episodes in the past and as early as approximately 2 weeks to 1 month ago. The patient lived in a skilled nursing facility and the reporter did not know the name of the healthcare provider that stated that information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.